Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device stuck to tissue and would not open. A dissector was used to separate the device from the tissue. No patient injury occurred, and the issue was present from initial activation during the procedure.